Manufacturer narrative:
(B)(4). One used set was received with no cap on spike (original cap loose in pouch) and no cap on patient connector in reference to connection issue. During visual inspection no manufacturing abnormalities were noted. Original cap was placed on spike and no gaps or obvious defects were noted. The set was tested underwater at 8 psi with no leak noted. The complaint could not be confirmed in the lab. No problems were detected under lab conditions with the returned sample; therefore, the root cause of the complaint could not be determined. A batch review was not performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). First of 2 emdrs. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report a gap that was found between the disconnect cap and the main body of the transfer set. There was no patient injury or medical intervention.